Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During a previously scheduled preventative maintenance (pm), the getinge service territory manager (stm) was unable to adjust the at transducer. The stm replaced the front end board ((B)(4)) and the issue was resolved. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on a cs300, the at transducer could not be adjusted. There was no patient involvement, and no adverse event reported.